Event description:
It was reported that the patient did not recharge their ipg for over a year, thus the ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored postop.